Event description:
It was reported that when the device was used during a "bso" procedure. The device did not staple nor cut. Replaced device with a tsw35 and completed the case. There was no consequence to patient.